Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify but not able to duplicate the reported issue. After clearing the codes and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.